Event description:
It was reported that the customer passed away while wearing the insulin pump. The customer's husband stated that the reservoir was empty when the customer died. The customer's husband also reported that they lived in a high elevation environment. The customer's husband could not be reached to provide any additional info, including the date and cause of the customer's death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.